Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their insulin pump had blank display and battery out limit alarm. The customer¿s blood glucose level was 178 mg/dl. The customer was assisted with troubleshooting for blank display and the display did not return. Troubleshooting was perform for battery out limit and alarm was cleared. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no blank display and unexpected battery out limit alarm noted. Insulin pump received with cracked battery tube thread noted.